Event description:
Philips received a complaint on the v60 ventilator, indicating that the device was alarming low tidal volume and low minute ventilation. It is unknown if the device was in use at the time of the reported problem. No patient harm reported. The remote service engineer (rse) spoke with the customer. The customer stated that they received the unit and it passed a performance verification test (pvt) without issue about 2 weeks before the low tidal and low minute ventilation issue. The rse requested the customer perform another pvt following the found issue and provide pictures of the device. The rse provided the pictures of the device to a philips clinical sales specialist. The clinical sales specialist noted that, based on the settings shown in the pictures, the alarms occurring would be expected. The clinical specialist believed that the customer did not appear to have a test lung attached to the device, which would lead to the low tidal and low minute ventilation measurements and result in the alarms. The rse forwarded this information from the clinical sales specialist to the customer, and the customer replied to the rse stating that the customer successfully completed a pvt on the device, and everything passed. No issues were found with the device hardware. The customer stated that they believed the device was good to return to the floor for patient use. No further information was received regarding the device use at the time of the event. The investigation concludes that no further action is required at this time.